Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with programing their pump. The customer's blood glucose level at the time of incident was 372mg/dl. The customer states their levels had been as high as 415mg/dl. The customer states they treated with manual injection. Troubleshoot was conducted and the customer was assisted with pump rewind. The customer was advised the reservoir would be replaced and returned for analysis.

Manufacturer narrative:
Reliability analysis is not required due to the reservoirs being expired 2013/03.